Event description:
Event description guidant received information that this device was explanted as it was no longer working. This information was written on a patient verification form by the patient's family member.